Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump began to make a loud grinding noise. There was also a crack on the display. The patient's blood glucose at the time of incident is unknown. The customer also noted that the drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump unable to prime due to loose/protruded drive support disk. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion test. Unable to perform the occlusion test and no delivery test due to prime anomaly. The insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched display window.